Manufacturer narrative:
Date of event: unknown. PMA / 510(k)#: k011369, k122558. Investigation summary: the customer issued a complaint for a can't inject problem detected by end user. Neither photo nor sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. It should be noted that tests performed by bd (B)(4) during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Investigation conclusion: unconfirmed, no issue observed. Root cause description:" based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that after injection the safety device on a ultrasafe x100l png clear sdz failed to activate and retract the needle from the injection site.